Event description:
Surgeon was attempting to do a transurethral prostatectomy on pt. And cautery machines would not work. Two machines tried, and all connections and pedals plugged in properly. The biomedical engineer was asked to come and troubleshoot the machine. Doctor was only able to use coag and not cutting on cautery machine.